Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has been returned to belmont for investigation; evaluation of the device is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids used during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exhcanger, which can block blood flow and result in an "over temperature" alarm. The ri-2 unit reportedly involved is a loaner unit provided to the hospital by belmont. The manufacturing records for this serial number were reviewed and no related anomalies were identified. A review of the preventive maintenance records indicates that the device was maintained in accordance with the preventive maintenance schedule provided in the instructions for use. It was reported that there was no injury to the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the belmont rapid infuser, ri-2 exhibited an "over temperature" alarm during a case.